Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal failed to deploy. The hospital reported no patient effects. The case was completed using a replacement heartstring iii proximal seal kit. The correct batch number has not been received at this time. The product is not returning, as it was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The correct batch number has not been received at this time. A device lot history review will be performed upon receipt of the correct batch number. A supplemental report will be submitted if additional information is obtained. (B)(4).